Event description:
It was reported that, "the pin hole (the center of 0mm) of the reported device was not accepted any head less pins."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.